Manufacturer narrative:
No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device presented an error message. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was missing the battery and battery door. Review of the event history log showed an occurrence of a"force sensor test" error. Functional testing found that the device displayed "force sensor test" at power up and the force sensor reading was out of specification. The investigation determined that the cause of the reported issue was that the force sensor was out of calibration. The device was recalibrated. Per service history review this device has not been in for service previously. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Additional information: h6 health effects health impact updated.